Event description:
Per info provided by the physician's office, the device was removed due to a "malfunction." As reported to co, the pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
The malfunction was described as a "lose of fluid," a "hole in tube between cylinder and pump" was observed, there were no apparent circumstances noted that may have contributed to this occurrence, there was no information apparent in the patient's history which may have contributed to this occurrence, there was no difficulty experienced during implantation, the patient did report difficulty with device use, the patient did use the device as instructed, and the device was not damaged during the explant procedure. Qa was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device. Should the explanted device become available, qa will reopen this file and proceed according to procedures.